Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was not charging and pump shutdown. Multiple power adapters and usb cables were used unsuccessfully. There was no reported impact to customer's blood glucose. Customer reverted to using manual injections for insulin therapy.